Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that patient wasn¿t getting stim she used to. She also felt stim was intermittent and her controller was showing her settings unavailable. Rep ran connectivity and impedances - showed electrodes 1, 4-7 were all coming back with issues. Rep programmed hd using 2-3. Patient will follow up. Patient stated she was exercising but not until 12 weeks post op. She thought maybe that could have caused the issues. X-ray was performed and leads are where they were originally. The issue was not resolved, hcp had no further information. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the impedances were high. No further information was reported.